Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On the night of (B)(6) 2025 (approximate), the sensor started to show false high glucose readings (example provided was 190 mg/dl) while the bg was confirmed to be severe hypoglycemis (examplt provided was 57 mg/dl). Early in the morning on (B)(6) 2025, the patient experienced loss of consciousness. It was unknown who was with the patient at the moment, but when they were unable to treat the patient with glucose orally (because the patient could not swallow), they treated the patient with glucagon. When a fingerstick was taken by the paramedics the cgm reading was 195 mg/dl, and the blood glucose reading was 57 mg/dl. The patient was unconscious for 40-45 minutes, and after vomiting, slowly became responsive. No further treatment was reported to be needed. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.